Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient developed intr acranial infection after surgery for a lumbar epidural cyst and underwent lumbar cistern drainage under local infiltration anesthesia on (B)(6) 2026, to drain infected cerebrospinal fluid. The lumbar cistern drainage tube was properly secured and related precau tions were explained. As the patient¿s condition improved, during the ward round on (B)(6) 2026, the attending physician informed the patient and family that the lumbar cistern drainage tube would likely be removed within the next two days. On (B)(6) 2026, while the patient¿s family member was removing loose threads from the hem of the patient¿s clothing, they did not notice that the thread was entangled with the lumbar cistern drainage tube and accidentally strangulated and broke the drainage tube approximately 8 cm from the drainage outlet. The physician was immediately notified. A sterile vascular clamp was used to clamp the drainage tube near the patient end to prevent cerebrospinal fluid leakage and air from entering the spinal canal, thereby avoiding the risk of intracranial infection or pneumocephalus. According to medical advice, an urgent neurosurgery consultation was requested, and the lumbar cistern drainage tube was removed. Anti-infection treatment was continued, and the patient¿s vital signs, neurological symptoms, and puncture site were closely monitored. On (B)(6) 2026, the patient¿s vital signs were stable, the headache had significantly improved comp ared with before, and the dressing at the drainage site remained dry.